Event description:
I was reported that a patient exhibited fatigue and shortness of breath after the right ventricular and right atrial leadless pacemakers were changed to aai(r) and vvi mode (synced) from ddd(r) mode (unsynced). The patient's symptoms subsided once the mode was changed back. Patient was stable.